Event description:
It was reported that the stapler's buttons felt loose. He stated that the jaws were difficult to close and that all of the articulation and home buttons felt like they weren't secured. No delays. New device used to complete. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # 530c30. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. After further analysis, the device clamps intermittently. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Buttons all feel normal. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the unclamp lever intermittently ¿sticks¿ in the unclamping position. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the button clamp release to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 530c30, and no non-conformances were identified.